Event description:
In 2005, the lay reporter contacted lifescan alleging that her spouse's one touch ultra meter was reading inaccurately. The reporter tested with the reported meter because "she was just very, very tired." She obtained results she interpreted to be 30 and 42, though these readings were actually 3.0 and 4.2 mmol/l (converts to 54 and 76 mg/dl). The reporter's family member took her to the hosp where a result of 91 mg/dl was obtained. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The reporter was unaware that the meter was set to the incorrect unit of measurement. The reporter denied that the meter had previously been set to the correct unit of measurement. The meter, test strips, and control solution were replaced.